Event description:
The customer contacted physio-control to report that the power button on their device intermittently would not work. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker further evaluated the removed main keypad assembly and observed that the power button measured high resistance. Visual inspection showed contamination between the power button star dome and gold trace. The contamination contained sodium and chlorine which are common ingredients of cleaning products. Therefore the cause of the reported issue was due to maintenance of the device which resulted in contamination.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the power button on their device intermittently would not work. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.